Manufacturer narrative:
This medwatch is reporting the motor. The primary console is reported under medwatch MFR report # 2916596-2019-01598. The event occurred at (B)(6) hospital, (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was placed on veno-venous extracorporeal membrane oxygenation due to impairment of lungs. It was reported that due to high oxygen metabolism demand, a higher flow needed to be maintained, which was achievable on (B)(6) 2019 only with a higher pump speed around 5200 rpm. On (B)(6) 2019, the primary console alarmed m5 set pump speed not reached, and later another alarm, s3 system alert. The display of the primary console became black and the only visible parameter was speed and rpm on the monitor, which indicated continuing pump functioning. The system was exchanged to the backup. Reportedly, there was no adverse consequence to the patient due to the event. No additional information was provided.

Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
Manufacturer's investigation: the reported event of a dark display, a m5, and a s3 alarm was confirmed via the log file. The centrimag motor (serial #: (B)(4)) was returned to mcs zurich for analysis and was investigated under RMA 19-035 by investigator martina wolff. The reported event of a dark display, a m5, and a s3 alarm was able to be confirmed via the log file; however, it was not able to be reproduced. A log file was downloaded from the returned and associated console (serial #: (B)(4)), investigated under MFR # 2916596-2019-01598. A review of the downloaded log file showed an ifd-shutdown (display dark) sub fault active on 04apr19 at 16:16. The sub fault triggered a ¿system alert: s3¿ and a ¿set pump speed not reached: m5¿ alarms. The speed dropped from 4050rpm (flow of 3.8 lpm) to 3110 rpm with 0 lpm of flow displayed. A further investigation on the returned devices was performed by the r&d department of mcs zurich. Although the reported event could not be reproduced, reports of similar events have been documented and corrective action had been initiated to investigate the issue. The investigation has determined that this event was caused by a motor related issue. Final disposition of the motors will be determined by the CAPA. Reports of similar events will continue to be tracked and monitored. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The 2nd generation centrimag system operating manual (doc. #pl-0047, rev. 08) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. Centrimag motor instructions for use (doc. #pl-0069, rev. 04) instructs the user to always have a spare centrimag motor and back-up equipment available. The centrimag primary console operating manual (doc. #pl-0047, rev. 08, doc. #pl-0280, rev. 07) states that the recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. No further information was provided. The manufacturer is closing the file on this event.